Event description:
An infant resuscitation support device was taken out of its plastic container and made ready for use on an adult pt. When used it caused major complications. The pt had to be treated for a tension pneumothorax. It was found that the bag portion of the device was inserted into the tubing backwards (valve end). It is not known if a staff member put the device together incorrectly or if it was taken out of the bag that way. All remaining devices are put together correctly.